Event description:
The customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was in use, but there was no patient harm reported. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The field service engineer replaced the blower and motor controller board to address the reported problem. The unit passed all applicable testing.

Manufacturer narrative:
Report date: 10/2014 (month and year). Rec'd by MFR date: 01/22/2015. Conclusion / root cause: the blower assembly passed all testing. A reported error code of high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).